Event description:
The accounts maintenance stated the head was drifting down slowly with (B)(6) on the head section. He replaced the head up and head down valves, but the issue returned.

Manufacturer narrative:
Technical support instructed the account to inspect and/or replace the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.